Manufacturer narrative:
A customer notification was issued for the encor breast biopsy probe for specific product code/lot number combinations. The affected product code/lot number combinations may be at risk of experiencing a leak between the probe and the tissue collection chamber, which could result in minimal suction, leakage, minimal or no tissue sample obtained, or an egress of fluids from the device. A root cause investigation and field action determination was conducted as a result of an increase in complaints for leaks, suction issues, and failure to obtain samples. The investigation included an extensive manufacturing review, risk documentation review for the three reported malfunctions, and evaluations performed on the returned devices. The investigation identified that one of the features on the trap chamber was under specified and during the implementation of a new trap chamber (dc2448) mold, one of the dimensions changed and went undetected, creating a difference between the amount of space that the seal has between the trap chamber and the front seal cap. This gap between the trap chamber and front seal cap resulted in conditions that led to a higher likelihood of leaks, suction issues, and failure to obtain samples. All reported complaints from the affected product code/lot number combinations that are possibly related to the gap between the trap chamber and front seal cap have been classified as leak, suction issues), or failure to obtain samples. This reported complaint is from an affected lot number that was reported for one of these trap chamber issues. Additionally, one encor biopsy probe was returned for evaluation. The returned probe was received bloody. No other anomalies were identified. The returned probe was loaded into the in-house driver and calibrated successfully. During functional testing, the returned probe was unable to pass both the maximum vacuum test and vacuum differential test. It was noted that a hissing noise was made between the sample chamber and probe body. However, the probe was able to obtain 6 samples successfully. 1st and 3rd samples were acquired using the vac button on the driver. Therefore, the investigation is confirmed for the identified filling problem as not all samples were able to successfully transport to the sample chamber as expected during functional testing. The investigation is also confirmed for the identified suction issues as the probe failed the maximum vacuum test and since the reported lot is from an affected lot number reported for trap chamber issues. The investigation will remain confirmed for seal issues as the reported lot is from an affected lot number reported for trap chamber issues. Additionally, the investigation is inconclusive for failure to cycle as filling or suction issues could have contributed to the reported cycling issues. Although it is highly likely the confirmed gap between the trap chamber and front seal cap contributed to the identified suction and filling problems, the definitive root cause for the reported failure to cycle issues and the identified suction and filling problem could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. (Expiration date: 04/2020), (B)(4).

Event description:
It was reported that during a biopsy, the device is unable to complete calibration during sample pass. The error message appeared, ¿prove remove¿ and stopped while taking a sample. There was no reported patient injury.